Event description:
The customer reported that the system was popping (arcing) which caused the system to shut down. Functionality was recovered by rebooting. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and regreased during the svc call. The sys was tested and found to be working as intended and put back into svc.